Event description:
It was reported that during a laparoscopic assisted vaginal hysterectomy procedure, surgeon was using the device when the generator began to error. After extensive troubleshooting they opened a 2nd shear- still had problems, so discontinued use of the device, and had to open patient as a result. Patient suffered some blood loss as consequence. Additional information: the error was an error code 5. They re-connected the device, and attempted to use the test tip. Not 100% know whether it was a consumable problem or a handpiece problem- as the 2nd shear didn¿t work either. They were trying to ligate the uterine vessels when they encountered this problem. The surgeon is very competent at using harmonic and was on power level 2 on min. The patient was suffering from blood loss and the surgeon felt the most prudent action would be to open the patient. Blood loss was 750ml. Sutures were used to tie of the vessels.

Manufacturer narrative:
(B) (4). (B) (4).the analysis results found that the devices were was returned in good physical condition. The devices were tested with the generator and both were found functional. During functional testing, no error code 5 was displayed. There were no anomalies noted with the functionality of the device.